Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to between 15 and 18 mmol/l (270-324 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent and the infusion site was irritated. As treatment, a new pod was placed.

Manufacturer narrative:
A kink was observed in the soft cannula. It is unknown how or when the kink occurred. Despite the kink in the soft cannula, insulin was able to pass through the fluid path. The formed needle was inspected and no issues were found that could contribute to skin irritation or pain during insertion. The cause of the reported skin irritation could not be determined. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin.